Event description:
It was reported that the patient received an alert 41 notification indicating an insulin absolute range error on an ilet device, and education was provided on shutting down the device and next steps for replacement and data handling. Symptoms included no reported injury or clinical effects. Outcomes included continued cgm use with the dexcom app or receiver and instructions to return the current pump. Investigation included troubleshooting and user education regarding device shutdown, data syncing to the mobile app, return process, and start-up requirements for the replacement device. Investigation of this case revealed that the device generated a persistent insulin absolute range error alert consistent with an unrecovered alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.